Manufacturer narrative:
Additional information: age or date of birth at time: unknown/no information. Ethnicity: unknown/no information. If explanted; give date: n/a. The iol was not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the intraocular lens (iol) has a tiny chip way off on the far peripheral part of the lens. The doctor elected to leave the iol in the eye as he didn¿t think it would be a problem. The information was disclosed to the patient during their postop visit. The chip is right where the haptic is located. The haptic is just barely attached to the iol, both on the proximal and distal area. Per the doctor¿s estimation the chip removed approximately 70% support for the haptic. The chip is about a quarter of a millimeter in diameter at most. Reportedly, the iol folded fine, delivered and unfolded fine, and is stable in the eye. The doctor did not see the defect. The tech that folded the iol did not notice the defect until it had already been implanted in the eye. Per the doctor, he had to make the decision at that point do I take this out because of the possible instability of the haptic, or leave it alone because it seemed to be well positioned and it went through the folding process without event. The doctor elected to leave the iol implanted as he feels the patient will not experience a problem. No further information was provided.

Manufacturer narrative:
Corrected data: section h3: not returned to manufacturer; box to signify that product is not coming back was inadvertently not marked in the initial MDR report submitted. Therefore, this section is now being marked in this supplemental report. Additional information: device evaluation: product evaluation was not preformed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.